Event description:
A report was received that the patient underwent an explant. The patient was experiencing irritation at lead and pocket sites and the patient chose to be explanted. No malfunction was reported. The physician explanted everything and the patient was reportedly doing well after procedure.